Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a (B)(6)year-old female child patient's infusion set's tubing separated from clip, where it is disconnected at sight. The infusion set had been used for less than a day. At the time of the event her blood glucose level was 150 mg/dl. Further, they replaced the infusion set and resumed insulin successfully. No further information available.